Manufacturer narrative:
The insulin pump was programmed with multiple test boluses. All boluses delivered properly. No unexpected alarm noted during bolus deliveries. The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a rf pic failed self-test which has been disturbing normal insulin delivery. The customer's blood glucose level was 7.4 mmol/l. The product was returned for analysis.